Event description:
The customer contact reported a shock. The pump was returned to the pharmacy dept with a note that stated, "1/14/06, shock." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. The power cord was not the original power cord supplied by hospira. Though requested, no additional info was provided.